Event description:
It was reported that after attempting to take a sample, they noticed that they were not getting any samples back. They noticed that the dc adapter for the blue cable was missing. The case was aborted with no samples taken. The pt will be rescheduled.